Manufacturer narrative:
(B)(4). The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed for patient death with unknown relationship to the mitraclip device. It was reported that on (B)(6) 2013, the patient with functional mitral regurgitation, underwent a procedure with implantation of one mitraclip reducing the mitral regurgitation (mr) from grade 3+ to 1+. On (B)(6) 2015, the patient died while under hospice care. The cause of death was not provided. The study physician assessed the relationship of the device to the death as unknown. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional information from the physician was received indicating that the cause of death was due to coronary artery disease and congrestive heart failure and is not related to the study device or mitraclip procedure. Therefore, it was confirmed that there was no relationship between the reported event and the mitraclip device. A review of the device history record found no nonconformances that would have contributed to this event. (B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the cause of death was coronary artery disease (cad) and congestive heart failure (chf). Autopsy was not performed. Per the study physician, the patient's death due to cad and chf is not related to the study device or study procedure. No additional information was provided.